Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Visual and x-ray examination found no anomalies. Electrical testing found no indication of conductor fractures however an internal short was noted between conductor paths. Dissection of the lead found the inner insulation was damaged at the suture tie region. The cause of the reported event was due to damaged inner insulation which is consistent with suture tie down forces.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced during the procedure. There was no patient consequences.